Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2020-02762. It was reported patient experienced ineffective therapy. Diagnostics revealed that one of the leads had high impedances. To address this issue, patient underwent surgical intervention wherein both the leads were replaced with new leads. Reportedly effective therapy was restored.